Event description:
Related manufacturer reference number: 1627487-2024-07128. It was reported that the patient was experiencing irritation at the pocket site. Additional information was received stating that during pre-op the patient's system diagnostics recorded high impedances on the lead. Surgical intervention took place on (B)(6) 2024 where the ipg was repositioned, and the lead was explanted and replaced to address the issue. Effective stimulation was restored. Investigation was unable to determine which of the leads attributed to the event.

Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. The allegation is against [1] of [2] [lead]; however, it is unknown which [lead(s)], therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(6) , batch: a000137454.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information was received stating the patient lost roughly 20 pounds.